Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device. Yes, the customer's stated problem was verified. Beeping sound was tested, and found that the front beeper was lower than the bottom beeper. However, both beepers were very low volume sound by compared to other device. Therefore, both front and bottom piezo will be replaced. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited very low volume sound. No reported adverse effects.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited very low volume sound. No reported adverse effects.